Event description:
It was reported that the right ventricular lead had exhibited high capture thresholds. No patient symptoms were reported. The lead was explanted and replaced during a device changeout procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis of the partially returned lead found an abrasion breaching the outer insulation and exposing the outer coil at 9.7cm -10.0 cm from the distal tip. The abrasion was consistent with exposure to constant friction with another implantable device or feature of the heart.